Event description:
It was reported that a lead revision took place due high pacing thresholds. No additional adverse patient effects were reported. The lead will not be returned as it was retained by the hospital.

Event description:
It was reported that a lead revision took place due high pacing thresholds. No additional adverse patient effects were reported. The lead will not be returned as it was retained by the hospital.

Manufacturer narrative:
This report is being filed to update the type of reportable event field.

Event description:
It was reported that a lead revision took place due to a non-specific product performance issue. No additional adverse patient effects were reported. It was not indicated if the lead would be returned for analysis.